Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that there was a battery issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device onsite and determined that there was a battery issue. The battery was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of battery, the root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.